Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that since receiving implant yesterday has been experiencing shocking sensation down left leg and it hurts. When asked, patient did mention this to someone at the facility at that time however said that was told that it takes a while to get used to the sensation. Patient said that the starting setting was on program 2 at 0.8 and last night decreased to 0.4 however that didn't resolve so later patient decreased to 0.2 yet that still didn't resolve the issue. Patient said that they did turn the stimulation off for briefly however said that turned back on as the therapy wouldn't help bladder if was off. Patient confirmed that the implant is on the left side. Patient did contact the healthcare professional (hcp) office this morning and was redirected to contact the manufacturer's patient services. Reviewed options of trying different programs, starting out at lowest setting and keeping track of experience on the programs that are tried. When asked, patient said that they do know how to switch programs and will try this by themselves. Patient services also reviewed that if patient experiences the painful shocking sensation even at the lowest setting on all programs, patient then to consider turning stimulation off completely for an extended period of time to determine if this will make a difference. Patient to try the different programs, track results and stay on program that isn't painful or turn stimulation off for period of time and track what they experience regarding the painful shocking sensation. Reviewed possible fine tuning programming so that the increments are even smaller however explained that this is done at hcp office by the person that does the programming for the clinic.